Manufacturer narrative:
(B)(4). Date sent: 7/11/2023. D4: batch # 994a99. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the blemishes under the soft touch portion of the rotation nozzle and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A series of events occurred where an articulation button was pressed at the same moment that the device was clamped. This caused the device to miss the transition to transection mode. As a result the firing trigger will not function. The device can recover from this state by reinserting the battery or re-clamping. The log also indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The damage to the nozzle is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 994a99, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a gastric bypass the first firing was fine. On the second firing when they pulled the trigger the knife blade would not go forward and the battery seemed dead. They removed the battery, flipped it, reinserted it and completed the case with no patient consequences. No buttressing material was used.

Manufacturer narrative:
(B)(4). Date sent: 4/24/2023. Batch # 994a99. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the blemishes under the soft touch portion of the rotation nozzle and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A series of events occurred where an articulation button was pressed at the same moment that the device was clamped. This caused the device to miss the transition to transection mode. As a result the firing trigger will not function. The device can recover from this state by reinserting the battery or re-clamping. The log also indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. No conclusion could be reached on what caused the damage to the nozzle. A manufacturing record evaluation was performed for the finished device batch number 994a99, and no non-conformance related to the reported complaint condition were identified.